Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon ignition error occurred because lamp lighting function did not work due to power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source e103 lamp light error. The issue was found during an unspecified therapeutic procedure. The intended procedure was completed with the same device without any delays and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation not being able to ignite the lamp causing e103 error code was confirmed. The device evaluation found power supply failure and non-olympus bulb on at 0 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.